Event description:
It was reported that pump experienced malfunction alarm with displayed code and no notable events occurred before malfunction. There was no reported impact to the customer¿s blood glucose level. Customer was guided by technical support to reset pump using provided instructions, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction alarm appeared again, and no additional information was received regarding further outcome.